Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the pulse generator's set screw would not tighten. The device was removed and replaced. The patient was stable following the procedure.